Manufacturer narrative:
(B)(4)

Event description:
The customer reported that while flushing the PICC line after blood draw, the user felt more pressure than normal and heard a popping sound. When the syringe was disconnected, the user was splashed with blood tinged fluid in the eye and face. No patient harm reported.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.